Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge and patient was in need of magnetic resonance imaging (MRI). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed per facility protocol.